Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software did not function as intended or suspend insulin as intended. Customer's blood glucose level was not reported. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, customer did not respond.